Event description:
Philips received a complaint on the heartstart mrx device indicating that the device failed testing.

Manufacturer narrative:
The fse evaluated the device onsite and determined that the device did not pass the operational test due to a defective therapy capacitor. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site, and no further evaluation is warranted at this time.